Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a call service alarm (cs 064) issue. It was alleged that the patient got cs 064-00000001 3 times on vibe pump during rewind/load steps on pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 13-jun-2019 with the following findings: review of the black box data confirmed record of call service 064-0008 alarms. On investigation, the pump powered on and rewind, load and prime steps were performed successfully. The pump was exercised for 12 hours without the occurrence of any call service alarms. Investigation did not duplicate the complaint. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.